Event description:
It was reported that this left ventricular lead exhibited loss of capture. Further evaluation of the lead was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).